Manufacturer narrative:
The associated complaint devices, used in treatment, were not returned for evaluation. A visual inspection could not be performed. A relationship between the device and the reported event could not be corroborated. No material or manufacturing deviations could be observed in this investigation because no product batch information was provided. A device history review could not be performed because no batch information was provided. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. Factors that could have contributed to the event include swelling or improper device selection. Please refer to the instructions for use for recommendations on proper use of the device to prevent future reoccurrence of the reported event. The medical investigation concluded that no relevant clinical information has been provided to perform a thorough medical investigation. However, since it was reported the stiffness was resolved, no further clinical assessment is warranted at this time. Should any additional medical information be provided this complaint will be re-assessed. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/ or product information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient was treated due to left knee stiffness. The event was resolved via manipulation under anesthesia.